Manufacturer narrative:
Event of distal tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor ptfe-nitinol guidewire was used during a cystoscopy and ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a metallic needle was used with the guidewire. The hydrophilic distal tip of the guidewire was detached exposing the tip of the metal core wire. There were no patient complications reported as a result of this event. The patient was scheduled to come back within the week to have the fragments removed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.